Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a distorted display. The ventilator was not in use on a patient at the time the event occurred. Service engineer (se) replaced the graphical user interface (gui) central processing unit (cpu) and backlight printed circuit board (pcb). Device passed the performance verification test (pvt).